Event description:
A report was received that recently implanted patient had developed an infection around the incision site. The patient's symptoms are skin irritation and redness. The physician believes the infection is due to the wound staples being in too long. The patient was prescribed antibiotics and a topical treatment. The patient's infection has cleared and the patient is doing well.